Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t machine tested positive for mycobacteria during maintenance. There was no report of any patient involvement. A visual inspection of the outer and inner parts of the heater-cooler unit was performed. The inspection of the sorin heater-cooler system 3t ((B)(4)) revealed residuals and biofilm in several locations including the pumps, water circuits, and the tubing, which also showed discoloration. Based on these findings, it was concluded that this issue was the result of the user failing to adhere to the cleaning and disinfection instructions outlined in the IFU. This unit has been disinfected and returned to service. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure.

Manufacturer narrative:
Sorin group (b)(3) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t machine tested positive for bacteria during maintenance. There was no report of any patient involvement. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. On january 13th, 2016, a retrospective evaluation identified that this additional information has not yet been provided in a medwatch. This medwatch report was initially submitted on 1/27/2016, but due to an error in a previously filed report (follow-up #1 was filed as follow-up #2), the submission failed. The correct follow-up number for this report is follow-up #2, however because the previous follow-up was filed with the incorrect number, this report will be filed as follow-up #3.

Manufacturer narrative:
This report is meant to retract a prior report (follow-up #3) that was submitted on january 27, 2016. We are retracting follow-up #3 becase it was discovered upon further review that the a DHR review has not been completed for this non-us device.

Manufacturer narrative:
There was no patient involvement. The facility did not provide the event date. The information will be forwarded if made available. The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t unit tested positive for mycobacteria during maintenance. There was no patient involvement. This issue was initially reported under a single medwatch report (manufacturer report number 9611109-2015-00211) because serial numbers were not provided. The serial numbers have since been determined through follow-up communication with the customer, and so a separate medwatch report is being filed for each machine involved. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t unit tested positive for mycobacteria. There was no patient involvement.